Manufacturer narrative:
Per additional information, bard medical has determined that this MDR was initially reported in error as it was found to be a duplicate event. The device was evaluated by a biomedical technician at the complainant's facility.

Event description:
It was reported that the device arrived to biomed with a note that stated alert 113 on or around 07/07/2017. They have determined that the device needs a new heater and flow meter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was evaluated by a biomedical technician at the complainant's facility.

Event description:
It was reported that the device arrived to biomed with a note that stated alert 113 on or around (B)(6) 2017. They have determined that the device needs a new heater and flow meter.